Event description:
It was reported intermittent occlusion alarms occurred. Customer experienced a blood glucose (bg) levels ranging from 300-400 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.